Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not deliver shock therapy. Boston scientific technical services (ts) explained that the device did not deliver therapy due to therapy exhaustion. There is no known intervention as of this time. This ICD remains in service. No adverse patient effects were reported.